Event description:
Additional information was received from a healthcare provider (hcp). The patient&#38112;pump was working fine. The patient was trying to get an electronic prosthetic device to help her walk and wanted to know if that would interfere with the pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6)2014, product type: catheter. (B)(4)

Event description:
Information was received from a consumer receiving baclofen, dose, concentration and lot number not reported via an implantable device. The indications for use were intractable spasticity and multiple sclerosis. The patient's pump was currently not working. Patient's pertinent medical history other medications the patient was taking at the time of the event, troubleshooting, interventions, cause of the event and the outcome not reported. Further follow was being conducted to obtain information. If additional information is received a follow-up report will be sent.